Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during left atrial appendage closure procedure, a versacross connect access solution was selected for use. It was mentioned that when device was being prepared it was noted that the inner dilator tip was damaged upon inserting it into the wm sheath. Hence, the device was replaced. Procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Event description:
It was reported that during left atrial appendage closure procedure, a versacross connect access solution was selected for use. It was mentioned that when device was being prepared it was noted that the inner dilator tip was damaged upon inserting it into the wm sheath. Hence, the device was replaced. Procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis. It was further reported that the device tip appeared damaged prior to insertion into the sheath. The damage was noted as a crimped appearance at the tip. The method of removing the device from the packaging is not believed to have caused the damage, as the challenging part to remove is the luer lock end, not the tip. The device remained fully intact, and the small piece at the tip was not detached or fragmented. The damage was characterized by a crimped tip, with no sharp or protruding material observed.

Manufacturer narrative:
Due to additional information provided, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b: adverse event or product problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.